Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the pump history showed that the pump was manually suspend on 04/21/2015 at 00:51 and manually resumed at 01:39. There was typical usage alarms observed in alarm history. The pump completed a 24hr duration testing with no errors, alarms or warnings. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range.